Event description:
It was reported that alarms occurred intermittently. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.